Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to left ventricular outputs. The lead configuration was changed from bipolar to unipolar.